Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic stack and reconnecting the electronic assay stack, the pump powered up properly. The problem isolated to electronic assy. The pump was unable to perform rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer stated that he woke up and his pump is completely off. The customer stated that he put in new batteries 4 days prior to the pump turning off. The customer also stated that he has high blood glucose readings with a low reservoir alarm. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.